Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator. The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes product not returning.